Event description:
It was reported to boston scientific corporation an hta system had not been working for approximately three weeks. Upon follow up, it was revealed that this reported failure occurred during the heat up and ablation cycle. We were unable to verify if any alarms were generated due to this event. No patient involvement was associated with this complaint report.

Manufacturer narrative:
The hta console was returned to nexcore for evaluation and nexcore was unable to confirm or duplicate the complaint, however, the unit was upgraded to level 9.0 at this time. Before being returned into service, the unit was tested and passed both the final logic and full wet tests. A search of the field service records for this unit was conducted and no like complaints were found. A root cause for the reported malfunction is undetermined.